Event description:
It was reported that in 2002, the pt had a right superior labrum and posterior lesion. The q pain pump was used after surgery into the glenohumeral and subacromoal joint spaces. In 2004, there was reported right anterior-inferior instability and biceps degeneration. There was no reported damage to the articular cartilage. In 2005, an enhanced CT/mr arthrogram of the right shoulder was performed. Reported high grade loss of the hyaline cartilage in the upper half of the glenoid. Contact anonymous.

Manufacturer narrative:
Eval summary: the info contained herein is based on the info provided by the initial reporter. The product was not available for eval and investigation. Without the actual product, part number, lot number, or actual details of the incident, an analysis cannot be conducted. The medwatch indicated that an adverse event had occurred with an outcome of disability or permanent damage, so this MDR is being filed. It was reported that epinephrine was used in the pump. The directions for use for the painbuster pump contains a warning that states: "use of vasoconstrictors, such as epinephrine or adrenaline, is not necessary and may not be recommended for continuous infusions." No confirmation was provided that this product was mfg by I-flow. The on-q pump directions for use (dfu) contain a warning that states: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today" that is available. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.